Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was 436 mg/dl. Customer stated the buttons worked. Advised the customer to monitor the insulin pump and call back if issue persists. Customer reported back same issue buttons unresponsive. Customer's blood glucose dropped to 35mg. Customer stated she was unable to clear the alarm and took out the battery and it worked. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back up plan per health care provider. No further info provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened, all the button, dome switch. Full drive system test and operating current test were not performed due to unresponsive buttons. The device had minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).